Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was used. On (B)(6) 2012 it was noted that the anti-reflux valve of the reservoir was detached. The reservoir was exchanged for a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion.: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Additional information: conclusion: the actual device involved in this event was returned for evaluation. The valve is detached from the port, it's slit is open and a large blood clot is attached to it.